Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a display error on the system controller. When the display button was pressed, the monitor was bright but no parameters were displayed. The pump was running and the patient was doing well. The patient presented to the hospital and the controller was exchanged without any issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the display on the heartmate 3 system controller (B)(6) was confirmed via analysis of returned product. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the system controller liquid crystal display (lcd) screen was observed to be displaying dim parameters. The system controller was disassembled, and the lcd was then replaced with a known working part and the issue resolved. Submitted and downloaded log files did not indicate any issues related to the display of the system controller. The root cause of the reported event was determined to be a damaged lcd; however, a root cause of the damaged lcd was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.